Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced interrupted communication with her charging system. As a result, a replacement charger was sent to the patient. Follow-up identified the patient was unable to locate the ipg with both charging systems. The sjm representative confirmed the loss of communication with multiple external devices. The patient had last successfully charged the ipg in january and she currently does not have stimulation. The patient will undergo a myelogram, after which ipg replacement will be determined.